Event description:
It was reported that there is a leakage of liquid. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two used units were received for evaluation. One cassette was returned appearing to be opened but unused. Functional testing was performed, and a leak was observed between the tubing and female luer of the cassette that appeared to be used. The unit appearing opened but new did not leak during functional testing. The failed luer tube bond was separated, and the tube and bond pocket was observed. A solvent channel was observed on the tube. The probable cause is due to a solvent application error during manufacturing in tijuana.